Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Result as follows: date: (B)(6) 2012, patient: 2, inratio inr: 2.4, lab inr: 1.5. Date: (B)(6) 2012, patient: 3, inratio inr: 2.5, lab inr: 1.7. The time between testing was reported as within minutes. Therapeutic range was not provided. There was no reported adverse patient sequela. There was no additional information provided.